Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was at the site. The event occurred three or more hours after insertion. The insertion site was abdomen. No further information available.